Event description:
New information received indicated that the patient was asymptomatic and was fine before, during and after the procedure.

Event description:
It was reported that the device exhibited signs of premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. Final analysis found premature battery depletion in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The battery was removed and sent to the manufacturer for further evaluation and non-shorting lithium clusters were observed. The cause of the premature battery depletion could not be determined.